Manufacturer narrative:
On 12/16/2019, mentor completed evaluation of a returned photo of the device. Photo evaluation summary: upon visual inspection of the pictures, the implant was observed with no apparent damage, and it was covered with scar tissue. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value the patient's assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor memorygel breast implant 325cc, catalog # 3503254bc, serial # (B)(4). Manufacturer¿s reference number. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor memorygel breast implant 325cc and experienced a rupture on an unknown side which was confirmed by an MRI. It has been defaulted to the right side for this report since the affected side is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
On (B)(4) 2019, mentor became aware of additional information indicating the patient experienced bilateral capsular contracture, baker grade 4 post-operatively. Additional information received indicates the patient experienced no rupture. The patient underwent explantation on (B)(6) 2019. This report is for the right side device. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, baker grade 4. Manufacturer¿s reference number: (B)(4).